Manufacturer narrative:
(B)(4). Additional information: sixteen days after peritonitis onset, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient not wearing a mask and not following aseptic technique. The patient was not hospitalized for the peritonitis event. The patient was treated with intraperitoneal vancomycin (2g, frequency as per vancomycin protocol) for 2 weeks. The patient was retrained on proper aseptic technique and recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.